Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on motor/force sensor assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump has long crack beginning from the top of the pump, all along the length of battery tube. No further information was provided.